Manufacturer narrative:
The initial reporter's phone number: (B)(6).the investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.UDI format updated with available product information per gudid.h11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the dignishield developed problems 18 days after implantation; the balloon inflation line ruptured. They had other complaints about this product from the same customer before.